Event description:
It was reported that the patient went to the emergency room with hypoglycemia on (B)(6) 2026. The patient¿s blood glucose level reached 33 mg/dl following a mealtime bolus while using the pod. Symptoms reported include loss of consciousness, convulsions, and a fall. The patient was treated with a glucagon injection in the emergency department. The patient was released the same day. It is unknown whether the pod was removed at the hospital. Additionally, it was reported the patient is doing well and resumed therapy on june 11th. The endocrinologist prescribed a different brand of sensor. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: free style libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.